Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected. Section d4 serial number was corrected.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
B1: added product malfunction. B3: corrected the date of event. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: motor current flat, active suction alarms, customer lowered p-level support. Confirmed position with bedside transthoracic echocardiography (tte), adequate volume status, adequate right sided heart function. Investigation summary: the suction event was determined to be due to the patient's condition. The cause of the optical sensor issue was determined to most likely be due to biomaterial.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the placement signal and lv waveforms were decoupled. Pump position was confirmed to be appropriate. Patient volume status and right-sided heart function were adequate. There was concern regarding the optical sensor¿s performance. Customer requests the pump be returned post-explant for engineering evaluation. Customer/provider also request an engineering explanation following completion of the evaluation. Despite the sensor concerns, the pump continued to function within expected parameters, including the p-level, estimated flow and motor current. The patient subsequently expired.